Manufacturer narrative:
Estimated age. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 57 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient had acute mental status change, and a CT head test was performed which revealed a massive hemorrhagic stroke. The stroke was massive, inr was measured as 1.6, partial thromboplastin time (ptt) was measured as 47s, and hemoglobin was 8.5 g/dl. Heparin and aspirin was provided as anticoagulation at the time of event. On (B)(6) 2018, it was reported that the family wanted to make the patient comfort care and withdraw lvad support. No interventions were taken and the anticoagulation was stopped. The lvad was turned off on (B)(6) 2018 per family direction since the patient¿s neurological status would not recover per the treating physicians. The lvad was working appropriately at time of turning off the device. No additional information was provided.

Manufacturer narrative:
Referenced cerebrovascular accident (cva) was reported in medwatch # 2916596-2018-03883. Date received by manufacturer.

Event description:
Additional information: it was reported that patient's family withdrew care after the reported cerebrovascular accident (cva). Patient expired on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Investigation summary: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The account submitted log files for evaluation. The system appeared to have functioned as intended throughout the duration of the data. No adverse events were noted. The heartmate 3 lvas IFU lists bleeding, stroke, and neurologic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding.the relevant sections of the device history records for (B)(4) (documents 196148, 194349, 191231, and 189787) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead (documents 187419, 179707, and 177660) were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09aug2017 via customer order (B)(4). The patient remains on the device. No further information was provided. The manufacturer is closing the file for this event.